Manufacturer narrative:
G1: device manufacturer address 1: northern region industrial estate g1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a. Muang should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump alarmed system error 21502 flange error. This occurred in the biomed service department during testing prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. A flange sensor test (fst) was performed which did not meet specifications; the reported condition was reproduced. The event history log review showed flange sensor failure (error code 21502) messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the mechanism and flange assembly. The mechanism and flange assembly were replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.